Event description:
Customer reported that his sensor did not go in all the way and when he detached the needle, there was not a cannula there. Customer's blood glucose was 150 mg/dl. Customer did not remove the needle hub assembly from the sensor base before the insertion process. It was advised the needle automatically retracts when removed an was not reusable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.